Event description:
A vanishpoint ii syringe was used to administer haloperidol dec. When the syringe was inserted into the patients deltoid for the im administration, the plunger failed and drug dripped out the back of the syringe and none of the medication was administered to the patient. At the same time, the needle retracted.